Event description:
It was reported that the dual speed cement injection gun was being tested at the user facility and when the user pulled the arm back metal shavings were observed falling from the sleeve. A second device was retrieved and metal shavings were observed to fall from it also. The third device was tested and used for the procedure. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the dual speed cement injection gun was being tested at the user facility and when the user pulled the arm back metal shavings were observed falling from the sleeve. A second device was retrieved and metal shavings were observed to fall from it also. The third device was tested and used for the procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device has been received and the quality investigation has been completed. Device not yet received at manufacturer.

Manufacturer narrative:
The reported event was confirmed. The repair technician found multiple worn components, including the t-handle ram assembly and the ram bushings, upon evaluation of the device. A likely cause for the metal shavings is burs forming on the t-handle rod teeth and catching on the ram bushing.